Event description:
Rec'd info during the implant procedure, the physician was unable to secure the lead into the implantable neuro stimulator. The screw which closes and secures the lead into the device failed to tighten sufficiently. Despite numerous attempts to secure the lead in the device, the screw would not tighten onto the lead. A second ins was opened and secured successfully on first attempt. No pt injury was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.